Event description:
The lay user/pt contacted lfs on (B) (6) 2010 alleging inaccurate erratic readings. A medical surveillance specialist (mss) was unsuccessful in getting a hold of the pt and left a message for the pt to contact mss to obtain further clinical info. On an unspecified date and time the pt had obtained a 194 mg/dl, 67 mg/dl, 267 and 135 mg/dl on her ultra2 meter. Results were taken greater than 20 minutes from one another. At an unspecified time later, the pt felt low. She then went and tested on a one touch meter and obtained a 65 mg/dl and self-treated with food/drink. The pt did not seek any further medical attention or contact her physician for assistance. The meter was replaced. No further clinical info was provided. It would have been helpful to know the pt's diabetes regimen, how soon after testing the pt exhibited symptoms, more details about the symptoms, when she tested on the other meter and how long symptoms lasted. The complaint is being reported since the pt alleged that due to the inaccurate results the pt developed symptoms of hypoglycemia and had to self-treat with food.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.